Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(6) investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l75664), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively on (B)(6) 2021 during bandaging of the fixation from an unknown surgery initially performed on (B)(6) 2021, it was detected through x-ray that there were insolvencies of fixation using the micrifxqa+ w/#4oc p3 anchor device as the thread lost its integrity. According to the report, the second operation was performed on (B)(6) 2021 to remove the broken suture but the anchor could not be removed and it remained in the patient. The status of the patient was fine. No additional information was provided.